Event description:
Event description guidant received information that both the atrial and ventricular implantable leads exhibited impedance measurements over 2,500 ohms in both unipolar and bipolar configurations. Upon subsequent interrogation of this pacemaker, elective replacement time (ert) was declared. After four months of service the pacemaker was explanted, replaced and returned for analysis.